Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged throat irritation, cough, sinus irritation. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found unknown white debris consistent with dust on top of the blower and inside blower box. Unknown debris consistent with dust found on the inside of the bottom of device. Unknown residue consistent with water spots found on the bottom of blower and inside blower box. The manufacturer found there was no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The device was applied power and the device operated properly. The manufacturer concludes contamination of dust, dirt, debris, unknown residue found were external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation.